Manufacturer narrative:
The ge service rep could not duplicate the error. He did find that when a film shot was attempted you would receive a data error message. He flashed and reloaded nodes and calibration files did not correct the problem. He replaced the monoblock controller with gib kit. The unit is working as intended.

Event description:
The customer reported that the fluoro still was not working even after a service call was completed. It was working after being rebooted twice.